Event description:
Senseonics was made aware of an incident where hcp reported a broken sensor during the removal procedure, which occurred on (B)(6) 2025 at 4:13 pm. According to the hcp, the sensor broke into two pieces. No information was provided regarding the implantation location. A vygon kit clamp was used during the removal procedure. All sensor pieces were successfully removed but were disposed of and are not available for return; therefore, no RMA will be issued. The user was unresponsive to multiple contact attempts, and this summary is based solely on the information provided by the hcp. Per dms, the user is currently using a new system with up-to-date information.

Manufacturer narrative:
The hcp reported a broken sensor during the removal procedure, which occurred on (B)(6) 2025 at 4:13 pm. According to the hcp, the sensor broke into two pieces. No information was provided regarding the implantation location. A vygon kit clamp was used during the removal procedure. All sensor pieces were successfully removed but were disposed of and are not available for return; therefore, no RMA will be issued. The user was unresponsive to multiple contact attempts, and this summary is based solely on the information provided by the hcp. Per dms, the user is currently using a new system with up-to-date information.